Event description:
Procedure: reduction mammaplasty. According to the reporter: tissue necrosis was observed during the 6 week follow up. At the 10 o'clock position on the right breast, a small area of fat necrosis that is currently resolving was noted. No action was necessary. In addition, suture extrusion without purulent discharge or abscess was observed on the right breast and was removed. No underlying wound. Surgery date: (B) (6) 2010.

Manufacturer narrative:
(B) (4)